Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer initially was unable to resume insulin delivery, despite cleaning the speaker holes and reconnecting the cartridge. Technical support instructed the caller to load a new cartridge, which resolved the issue and the pump resumed normal operation.